Event description:
Complainant alleged that while attempting to treat a patient in a bath of water for cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician shaved the patient and reapplied the same electrodes and no ECG signal was obtained. The clinician then swapped the electrode pads and no ECG signal was obtained. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.